Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05679. It was reported one of the patient's leads had migrated. As a result, the patient's lead was repositioned. Surgical intervention took place on (B)(6) 2015. Effective therapy was established post-op. Note: both leads are being reported because it is unknown which lead was liable.